Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep indicated that patient was having difficulty charging, the patient has difficulty getting the ins to charge with good coupling. The rep wanted to gather the recharger statistics. The information was collected and it was reviewed that there were several short sessions shown in the recharging information. The rep will following up with the patient's managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient met with the local rep on (B)(6) 2019 for education. Patient continued to change channels with any coupling less than 8 bars. The ins was not replaced as the rep observed it was functioning as it should. The ins was still implanted, additional instruction was given and no further reports of difficulty have been received. The rep considered the problem resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they received the desktop charger (dtc) but when they are trying to charge the ins the screen was showing an active charge with 6-8 coupling boxes but the battery level would not charge beyond half. The 3rd quarter was actively charging and had been for days/hours. The rep also provided additional information on 2019-dec-17 , that the doctor was considering replacing the ins for recharging issues. Rep said it takes 2 hours to charge to 50%, and it was reviewed that was the normal recharge expectation and not an issue with recharging. The rep will discuss further with the doctor. The rep indicated that the patient was scheduled to have replacement surgery the following day

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple weeks ago the patient was having issues with their parkinson¿s. The caller then stated that the patient had a rough night last night because they spent 4 hours charging their ins and got no sleep. The caller added that the recharger would show that the ins was 25% charged and the next quartile was blinking, but claimed the ins wasn¿t charging. The caller mentioned that the patient always got ¿8 to 10¿ coupling bars. The patient stated the ac power supply was connected to the power strip so they plugged it directly into the wall outlet and confirmed the recharger was taking a charge. The patient was recharging and reported the ins was off, the recharger was at 75%, and the ins was at 50% with the next quartile blinking. The caller reported that the patient was initially getting 2 coupling bars then got all 8 after repositioning the antenna. The recharger and ins were charging properly, and that the equipment was working as expected. The caller confirmed that the patient may have thought the ins wasn¿t charging due to their return of symptoms, but, had reviewed it was due to the ins being off. After syncing with the ins, it was confirmed the ins was off and redirected to the hcp to discuss turning back on.